Event description:
The customer reported false negative alinity I hbsag and provided the following data: for one sample, the initial alinity I hbsag result was 0.00 (non-reactive) and the wantai and mindray results were positive. Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing. Data was reviewed and support the complaint issue. A search for similar complaints identified an increase in complaint activity for lot: 72553fz01, however, no increase in complaint activity was identified for list number: 08p08. Device history record review did not identify any nonconformance's, potential nonconformance's, or deviations associated with the lot number and complaint issue. In house clinical sensitivity testing was performed using an in-house retained kit of lot: 72553fz01 stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency with the alinity I hbsag assay for lot: 72553fz01 was identified.

Event description:
The customer reported false negative alinity I hbsag and provided the following data: for one sample, the initial alinity I hbsag result was 0.00 (non-reactive) and the wantai and mindray results were positive. Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.

Manufacturer narrative:
This report is being filed on an international product, list number 08p08 that has a similar product distributed in the us, architect hbsag, list number 04p53, with 510k/PMA/bla number p110029. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.